Event description:
During a coronary procedure, the technician was unable to prep the stent. Bubbles were noted in the indeflator. This patient was admitted to the cath lab due to a positive stress test. Angiography revealed a c-type lesion, with calcification and tortuosity present, in the obtuse marginal branch (om). The product (cws23250) was inspected upon removal from the packaging, but no anomalies were noted by the tech. The device was advanced to the lesion site, where an attempt was made to "negatively prep" the catheter; however, air bubbles came back into the indeflator and negative pressure could not be maintained. The device was removed from the system without difficulties and was inspected, but no defects were noted. There were no adverse effects to the patient as a result of this event. The procedure was successfully completed with a 2.5 x 28 mm cypher stent.